Event description:
Information was received from a healthcare professional via a medtronic employee regarding a patient receiving unknown drug via an implantable pump for unknown indication. It was reported that the patient showed up for refill but the physician could not access the reservoir to refill pump. The patient was placed under flouro and it was determined that the pump was flipped over. The patient is scheduled to have surgery to have the pump reoriented, with the pump programmed to minimum rate to keep pump viable till surgery. The issue was not resolved at the time of report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a medtronic employee regarding a patient receiving unknown drug via an implantable pump for unknown indication. It was reported that the patient showed up for refill but the physician could not access the reservoir to refill pump. The patient was placed under flouro and it was determined that the pump was flipped over. The patient is planning to have surgery to have the pump reoriented, with surgery not scheduled yet. The pump was programmed to a minimum rate to keep pump viable till surgery. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.